Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time the issue began, even though customer used original charging cable, wall adapter, and a confirmed working wall outlet, and usb port was not visibly damaged. There was no reported impact to the customer¿s blood glucose level. Customer left pump connected to working wall outlet with original charging supplies for at least 30 minutes, after which pump began charging, and no further actions were reported.